Event description:
It was reported that fluid was withdrawn from the catheter using a 10 ml syringe. The fluid was drawn back until no further fluid would release (about 9ml) and the catheter was pulled back to the urethral meatus, where it would not come out any farther. I detached the syringe and emptied the fluid. I then reattached it and attempted to pull more fluid from the catheter balloon. No other fluid would come out of the balloon.

Manufacturer narrative:
It was reported that fluid was withdrawn from the catheter using a 10 ml syringe. The fluid was drawn back until no further fluid would release (about 9ml) and the catheter was pulled back to the urethral meatus, where it would not come out any farther. I detached the syringe and emptied the fluid. I then reattached it and attempted to pull more fluid from the catheter balloon. No other fluid would come out of the balloon. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.